Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed noise on a competitor's right atrial (ra) lead. The noise was causing inappropriate mode switching. A lead revision procedure was performed and the lead was explanted and replaced. Subsequent information indicates that the crt-d then began exhibiting noise on the ra, right ventricular (rv) and left ventricular (lv) leads. The episodes were reviewed by a health care provider (hcp) and it was discovered that the noise was artifact. The noise was oversensed which did lead to pacing inhibition with greater than two seconds of asystole. The patient was then seen in clinic for a follow up where he complained of having little dizzy spells. A lead revision procedure was performed. The patient's rv lead was taken out of service and a previously capped lead was uncapped for use. This cleared up the artifact on the rv lead. Artifact still persisted on the lv lead. It was decided that the artifact would not be a problem for lv function and was therefore, left in service. The device remains in service as well. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.